Manufacturer narrative:
(B)(4).

Event description:
It was reported that a healing abutment, that was placed by hand, was impossible to unscrew from the implant in dental location # 46 (fdi). A drill was used to cut the head of the abutment to be able to remove it.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One bellatek encode healing abutment was returned for inspection with a portion of the retaining screw. The device shows significant signs of damage, and the drive feature is destroyed from removal. The retaining screw is broken off at the head. A device history review was performed and no related nonconformances were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: documents reviewed: ¿product catalog for restorative technologies¿ instres rev 04/16. Information identified: warnings: mishandling of small components inside the patient¿s mouth carries a risk of aspiration and/or swallowing. Fracture of a restoration may occur when an abutment is loaded beyond its functional capability. Reuse of biomet 3i products that are labeled for single-use may result in product contamination, patient infection and/or failure of the device to perform as intended. For compatibility of bellatek patient specific abutments, please refer to compatibility table in the accompanying document. Complaint alleges the healing abutment became stuck in the implant, and had to be cut out. Complaint was non-verifiable as the returned device was too badly damaged to functionally test. A root cause for this complaint could not be determined. Device evaluated by manufacturer: change 'no' to 'yes'.

Event description:
No further event information available at the time of this report.